Event description:
Tip broke during procedure - tip was retrieved at time of break. Additionally, account stated if the event were to recur "pt may have ended up with a foreign body in their tissue if this was not noticed".

Manufacturer narrative:
The actual product in question was received at the mfg facility for eval and the reported issue was confirmed. The break was approx 2.5mm from the tip, straight and flat with the lip on the inside of the blade indicating that the break was bent outward. Other observations include; a shiny finish along the inside of the cutting edge indicating some type of metal friction, which could explain the roughness at the back of the cutting edge. It was also noted that the edge on the cutting blade had been applied in a way that is not consistent with our current mfg process. Possible root cause for this condition can be attributed to mechanical overstress, contributing factors leading to this overstress cannot be determined. No trend has been detected for this issue, and there have been no other reported issues for this lot. Device history record was reviewed and the review showed no issues found with the reported lot.